Event description:
It was reported that balloon rupture occurred. The target lesion was in the severely calcified posterior tibial artery. A 2.0mmx30mmx143cm coyote nc quantum apex was advanced for dilatation after crossing the guidewire. However, upon the initial inflation at 15 atmospheres the balloon ruptured due to severely calcified lesion. The procedure was completed with another of the same device. No patient complications reported.